Event description:
Four of the pt's leads were broken. Neurostimulation had helped the pt in the past; she hadn't really noticed a change in her pain control. She had other concurrent back issues that could have affected that perception. The pt planned to get the leads replaced after her upcoming procedures. There was no incident or accident related to the complaint. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).